Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "mine too. Hip replacement, stryker hip. Failed,got metalosious ,infection in his bone. He now has a wire wrap around his femur bone. Our lives had to totally change."